Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The left superior pulmonary vein (lspv) was ablated successfully, but then the physician reported that the guidewire was unable to be retracted nor advanced. Then, after attempting to retract the wire a pop was felt and the device was unable to be retracted. The catheter was removed from the patient and replaced. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, the device was returned with a guidewire inserted. The guidewire was retired without abnormalities, a new guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The complaint was not confirmed through cis analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The left superior pulmonary vein (lspv) was ablated successfully, but then the physician reported that the guidewire was unable to be retracted nor advanced. Then, after attempting to retract the wire a pop was felt, and the device was unable to be retracted. The catheter was removed from the patient and replaced. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.